Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified total occluded lesion in the mid rca. The device was unable to pass through the lesion due to severe calcification. The procedure was completed after changing to a competitors stent.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified total occluded lesion in the mid rca. The device was unable to pass through the lesion due to severe calcification. The procedure was completed after changing to a competitors stent.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the balloon is well folded and has not been inflated. The stent shows no damage or irregularity. The crimped diameter of the stent complies with the specification. The hypotube is kinked just distal to the device hub, and the device shaft is strongly kinked distal to the guide wire exit port. However, it cannot be excluded that the kinks were caused during re-packaging for the return shipment. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the event description, the most probable root cause for the reported event is related to the patents anatomy (i.e. Severe calcification).